Event description:
When the physiotherapist lifted the walker the left rear wheel came off. The walker was about to be delivered to the user. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from coming off had been over-extended. The wheel axles of the walker were according to specification. According to etac's customer, the wheel had not been changed. (B)(4).